Event description:
Related manufacturing reference number: 2017865-2022-12120. It was reported that a patient received an inappropriate shock from their implantable cardioverter defibrillator and their right ventricular lead. High impedance was noted on the lead, which led the physician to believe the lead might have some form of damage. The lead and device were replaced on may 26, 2022. The patient experienced no consequences or symptoms as a result of the event or procedure.

Manufacturer narrative:
The reported events were noise, inappropriate shock therapy, high lead impedance and lead damage. Dissection of the lead found internal insulation abrasion at 2.0 ¿ 3.0 cm from distal tip. The cause of the reported events of noise and lead damage was due to abraded insulations and exposure of inner coil and ring electrode cable at the abrasion zone. The reported event of high lead impedance was not confirmed. Electrical and x-ray examinations of the lead did not find indication of conductor fractures.